Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a subclavian crush/conductor fracture. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a subclavian crush/conductor fracture. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed, approximately 121 millimeters from the terminal end. Environmental stress cracking was observed in multiple places, on the surface only. Continuity testing was completed to assess the lead electrical performance. The results were within normal limits. The fracture allegation was not confirmed, based on normal lead resistance measurements, and inspection which showed no conductor issues on the segment of lead returned.